Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 pza kit false resistance to pyrazinamide was reported. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batches 2174010 and 3066501 showed resistance to the standard strain in all evaluations carried out by the customer. The standard strain is a wild strain that is always sensitive to all antibiotics. Labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain that must always present sensitivity to the drug, problem occurred with the same batch# 2174010 , for every 15 tests carried out about 10 are giving resistant and retests of patients giving sometimes sensitive and sometimes resistant, laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. Remote assistance and evaluation of preparation was review, and no errors were found in the laboratory technique. No error results were released. This error may be generating a release of erroneous result in the diagnosis of tb in the country, with impact on the patient's treatment. Laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. 1.were the samples analyzed on the instrument patient samples? Yes, both patient and control samples. 2.if they were patient samples, were incorrect results obtained or used? No. 3.any treatment provide to the patient based on the result? No 4.was there any harm to the patient? No. 5.which drug was he resistant to? Pyrazinamide. Reagent used together with 245115 - tube pza medium 25 pak mgit 960 do lote 2272801.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ mgit¿ 960 pza kit false resistance to pyrazinamide was reported. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: batches 2174010 and 3066501 showed resistance to the standard strain in all evaluations carried out by the customer. The standard strain is a wild strain that is always sensitive to all antibiotics. Labs in different locations in brazil are facing results of resistance to pyrazinamide in the atcc strain that must always present sensitivity to the drug, problem occurred with the same batch# 2174010 , for every 15 tests carried out about 10 are giving resistant and retests of patients giving sometimes sensitive and sometimes resistant, laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. Remote assistance and evaluation of preparation was review, and no errors were found in the laboratory technique. No error results were released. This error may be generating a release of erroneous result in the diagnosis of tb in the country, with impact on the patient's treatment. Laboratories must repeat the tests to avoid incorrect release, which also causes waste of material and time. 1. Were the samples analyzed on the instrument patient samples? Yes, both patient and control samples. 2. If they were patient samples, were incorrect results obtained or used? No. 3. Any treatment provide to the patient based on the result? No. 4. Was there any harm to the patient? No. 5. Which drug was he resistant to? Pyrazinamide. Reagent used together with 245115 - tube pza medium 25 pak mgit 960 do lote 2272801.

Manufacturer narrative:
H.6. Investigation summary: mgit 960 pza kit batch 3066501 is composed of mgit pza batch 3039054 and mgit 960 pza supplement batch 3046137. The batch history record review for mgit 960 pza kit batch 3066501 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this batch. The batch history record reviews for mgit pza batch 3039054 and mgit pza supplement batch 3046137 were satisfactory, and no quality notifications were generated during manufacturing and inspection. The formulation processes were each within specification, and qc inspection and testing were satisfactory at time of release. Pza drug concentration is assayed and confirmed via susceptibility performance testing prior to release for sale. All testing for pza batch 3039054 was satisfactory. Retention samples from pza supplement batch 3046137 (10 vials) and pza batch 3039054 (10 vials) were available for inspection. The retention samples were performance tested for susceptibility per the standard performance procedure which is also described in the product insert and includes mycobacterium tuberculosis subsp. Tuberculosis h37rv atcc 27294. Atcc 27294 is expected to be sensitive to pza. All performance testing was satisfactory per procedures, including sensitivity for atcc 27294 as expected. No return samples or photos were received from batch 3066501 for investigation of this complaint. Test results were received but no observations can be made from those results for this investigation. Retention sample testing was satisfactory for batch 2174010 and batch 3066501. This complaint cannot be confirmed for a defect in mgit pza kit batch 2174010 or batch 3066501. Bd will continue to trend complaints for performance.